Event description:
Consumer alleges that heating pad overheated, damaging his chair causing a minor burn (not requiring medical attention) to his back. Pad may have caught fire. Consumer appears to have been using the pad contrary to instructions and warnings, putting it between his body (lower back) and chair, and on an area of possibly diminished sensation (due to multiple surgeries).